Event description:
Customer reports back to back testing on the compact system with results of 192 mg/dl and 80 mg/dl. L1 quality control was run and was within acceptable range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.